Event description:
Healthcare professional reports 3 blood leaks noted into the dialysate in the middle of the patient treatments. The dialyzers were removed and new disposables were used to continue the treatments without incident. Estimated blood loss of 200cc reported. Reuse numbers 24, 1 and 10 of the dialyzers. No patient injury or medical intervention noted by customer.